Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The trial head was broken at the time of the trial removed. When the trial head struck from the bottom using levator, the neck of the trial head broke.

Manufacturer narrative:
The investigation determined the fractured occured due to overload conditions, likely as a result of the use of impaction to remove the trial, a user related issue. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The trial head was broken at the time of the trial removed. When the trial head struck from the bottom using levator, the neck of the trial head broke.